Manufacturer narrative:
No functional testing was performed by philips for this specific report. Spo2 inops, like a poor spo2 signal were displayed. The device is not expected to alarm when a spo2 inop / "poor signal" spo2 inop is displayed. This is an expected behaviour and therefore the device was working as intended. Based on the information available and the testing conducted, the cause of the reported problem was a user misunderstanding error. The reported problem was not confirmed. It was confirmed that device was operating per specifications and no failure was identified. If additional information is received the complaint file will be reopened.

Event description:
It was reported that spo2 inop's for poor signal and searching for signal were displayed, however, alarms were not occurring due to hard and soft inop's on the intellivue mx550 patient monitor. There was only limited information available via the received medwatch report. The device was in use on a patient. There was no report of patient or user harm.

Event description:
It was reported that alarms were not occurring on the intellivue mx550 patient monitor due to hard and soft inop's. A good faith effort attmept was made to obtain further information, but none was provided at the time of the initial report. The device was in use on a patient. There was a report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.